Manufacturer narrative:
Follow up report will be sent as soon as the device/ further information is available. Not yet returned.

Event description:
(B)(4). Incident took place in (B)(6) and has been reported to ansm. User narrative: needle is detached from the base and remained in the patient's arm.

Manufacturer narrative:
Event took place in (B)(6). User discharged original device but sent back 5 samples from lot 1116 (manufacturing date: 06/2015), lot1120 (manufacturing date 07/2012), lot1123 (manufacturing date 08/2015). Failure could not be confirmed testing the samples returned. If no further information becomes available, this particular file is considered as closed. Suspected device not returned, but batch.

Event description:
(B)(4). Summarizing translation from user's narrative: needle got detached from the hub, remained in patient's arm, had to be removed manually.